Event description:
It was reported that after a da vinci-assisted benign upper gastrointestinal procedure, the patient was readmitted to the hospital and underwent a subsequent unplanned, unspecified surgical procedure. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details were received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs was not able to be completed due to insufficient and unconfirmed event information. This is considered a reportable adverse event due to the following conclusion: after a da vinci-assisted benign upper gastrointestinal procedure, the patient was reportedly readmitted to the hospital and underwent a subsequent unplanned, unspecified surgical procedure. The cause of the operative complication is unknown.